Manufacturer narrative:
Evaluation summary: the balloon returned deflated with blood visible in the inflation lumen. The balloon folds were intact; no inflation had taken place. The device was placed in the waterbath to disperse the blood inflation lumen in order to aid inflation. The device failed negative prep. The device failed to maintain pressure. Upon visual inspection, a tear was observed on the distal shaft starting at the guidewire entry port and extending 2.6cm distally along the inner and outer lumen . The inner and outer lumen material was jagged and uneven at the tear site. The material was protruding outwards leading into the tear site. The mandrel would not load through the inner lumen most likely due to hardened blood on the catheter. The device was cut back on the distal shaft and was successfully inflated using a make shift luer. No stretching was visible on the balloon bond. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a moderately tortuous, mildly calcified lesion in the mid lad. The lesion was pre-dilated. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. No resistance was noted, and excessive force was not used while advancing the device to the lesion. It is reported that the balloon would not inflate at all, no matter what atms were applied. No expansion occurred. The stent was not deployed and the product was removed. No patient injury is reported. The inflation device was used to inflate other devices without difficulties. Another 3.50x18mm resolute onyx stent was then placed with no issue.